Manufacturer narrative:
Section h10: h3: the broken cup impactor reported was likely the result of both inadequate material design and methods. The feature failing on the body of the handle tended to measure on the low end of the tolerance range allowable in the devices returned. This indicates that the failing feature is either dimensioned too small or toleranced inappropriately for its function, thus leading to failure. Additionally, the feature failing was not deemed critical to quality on mqp-00027 rev d. A lack of methods to establish critical design features of button mechanisms and how to test or inspect them resulted in this dimension not being considered critical to quality.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the surgeon was impacting a 55 y/o male patients alteon cup on the single offset push button lever cup and the push button that releases the cup shot off the impactor. Surgery went fine and the impactor breaking did not prolong or affect the surgery. Reported event did not lead to surgical delay/prolongation. Representative confirmed no parts or pieces fell into the patient wound site.